Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A post-procedure c-arm fluoroscopy performed while the patient was on the table did not reveal a pneumothorax. However, a follow-up chest x ray while the patient was in recovery room showed a 60 percent large pneumothorax. The patient had mild dyspnea and some expiratory wheezing; however, was hemodynamically stable. The symptoms resolved after a chest tube was placed. The patient stayed in the hospital three days after the procedure and was subsequently discharged home after the chest tube was removed. The physician believes that an ion device did not cause or contribute to the event. The physician believes the pneumothorax was probably attributed to the forceps biopsy.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The complication was confirmed via a post-procedure chest x ray. The patient required chest tube placement to resolve the pneumothorax. In addition, the patient required hospitalization. The cause of the complication is unknown although the physician believes the pneumothorax was attributed to the forceps biopsy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.